Event description:
A malfunction alarm was reported, resulting in a technical support consultation. There was no adverse impact to the customer's blood glucose level, with levels remaining below 500 mg/dl. Technical support provided information to the customer on how to reset the pump, which resolved the issue, allowing the customer to continue using the pump without recurring problems. The customer was advised to contact technical support again if any future issues arise and confirmed understanding of these instructions.